Manufacturer narrative:
(B)(4). Additional information: jaws. Additional information was requested and the following was obtained: please clarify the applier came apart. Did the device handle break? No did the device jaws break? No when the "applier came apart and did not close the clip", was the clip dropped from the device? Or was the clip unformed or malformed? The surgeon described the event as follows: the jaws of the device were too wide apart and could not accept a clip. The device was not used and was replaced with a new applier. The analysis results found that the el5ml device was received with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, one clip was ejected due to the jaw condition. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, two conforming clips were fed and formed; finally the device locked out as intended. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lavh procedure, when attempting to clip a lymph node, the applier came apart and did not close the clip. The same device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: please clarify ¿the applier came apart.¿ did the device handle break? Did the device jaws break? When the "applier came apart and did not close the clip", was the clip dropped from the device? Or was the clip unformed or malformed?